Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that station was on critical override mode. The field service engineer (fse) instructed the pharmacy technician to power off the medication station for five minutes and then reboot the medstation es. After the reboot, the unit came back online and functioned normally. The system functioned as intended after the field service engineer (fse) assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override mode, user rebooted the station, but issue still persisted the customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.